Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads upn: m365db2202450. Model: db-2202-45 serial: (B)(6). Batch: (B)(6)

Event description:
It was reported that a patient developed a subdural hematoma which required hospitalization and evacuation via burr hole. The cause of the subdural hematoma was the patient had fallen while walking their dogs and while taking aspirin. The fall was not related to the dbs and there was no change to the patient's therapy. The patient is recovering following the hematoma evacuation. Additional information was reported from the clinical site stating that the patient was admitted to the neurosurgical clinic on 08mar2021. Subdural hematoma was noted and had to be evacuated by a burr hole on 09mar2021. A CT head scan conducted on 18may2021 showed the residual compartment had almost completely diminished. The patient has no more neurological deficits in respect to the hematoma, although the symptoms of alzheimer's disease has worsened in the last 6 months.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: (B)(4), model: db-2202-45, serial: (B)(4), batch: 7076776. (B)(4).

Event description:
It was reported that a patient developed a subdural hematoma which required hospitalization and evacuation via burr hole. The cause of the subdural hematoma was the patient had fallen while walking their dogs and while taking aspirin. The fall was not related to the dbs and there was no change to the patient's therapy. The patient is recovering following the hematoma evacuation.